Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-712ews. Trouble shooting was not performed and customer reported a keypad issue or received a button error. Customer identified the pump's time continues to advance. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit had intermittent act and up buttons due to flattened (creased) buttons dome switch. However, pump passed the displacement test, self-test. Unit was programmed with correct time, date and monitored 2 days. No time/clock or reset anomaly noted. Pump history download using thds was successful. However, there is no data available on event date complaint, unable to perform data analysis for button error alarm, unresponsive button complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unlocked j2/lcd keypad connector noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, cracked battery tube threads, stained keypad overlay, stained address/serial number label, stained end cap sticker. In conclusion, unit had intermittent act and up buttons due to flattened (creased) buttons dome switch was confirmed. Time/clock or reset anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.